Event description:
It has been reported that there was image storage issue. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the device had image storage problem. Fse deleted the images, but it cannot increase the storage space. Fse formatted the image disk. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.